Event description:
Pt required surgery to remove hardware due to pt non-union.

Manufacturer narrative:
The surgeon performed a removal case because of pt non-union. The screw was not returned for evaluation. Through communication with the distributor, the issue was caused by pt non-compliance. At this time, the event is considered to be closed.